Event description:
Pt had vocal cord injection (radiesse) on (B)(6) 2014 in ent office for vocal cord paralysis. Dr indicated there was some bleeding but it was controlled. She was released, doing well and aide states on way home she became short of breath in car so they drove to ER. Pt arrived in severe respiratory distress but awake. Pt intubated and transferred to operating room. Pt noted to have moderate posterior pharyngeal swelling, exhibited inspiratory and expiratory strider, no external neck swelling, labored breathing. Paradoxical ches and movement. Blood and edema below vocal cords. Diagnosis or reason for use: vocal cord paralysis.